Manufacturer narrative:
(B)(4).

Event description:
During a generator implant surgery on (B)(6) 2015, it was reported that a model 106 generator under sensing in various sensitivity settings were attempted for the heartbeat detection and a heart rate reading was available briefly at setting 4 before it changed to 34 in a few seconds. Several troubleshooting steps were taken. Wand battery was checked by confirming that the green light staying on for more than 20 seconds. The wand was rotated and repositioned. All sensitivity settings were attempted. The normal and auto stim output current were off. The tablet was not plugged in. There were no problems in communication and no emi present. The lead impedance was within normal limits. All connections were reseated on the serial adapter (both wand and tablet). After much troubleshooting, the generator was replaced with another model 106 generator, with which heartbeat detection was successful. The suspect generator was reported to be discarded by the or personnel. A pre-surgical evaluation was performed and the patient's sensitivity setting was determined to be 4. Programming history for the device was available for date of implant, (B)(6) 2015. One successful system diagnostic test was performed and results show normal impedance results of 1443 ohms. The battery indicator is ifi-no. On the date of implant, all output currents remained programmed off during the heartbeat testing and the normal and magnet output current were turned on (autostim off). Tachycardia detection was programmed on, and sensitivity levels 3, 4 and 5 were attempted. There were no interrogations performed at sensitivity levels 3, 4 and 5. Therefore, the heartbeat data for these sensitivity levels could not be identified in the decoder. The device ultimately remained at sensitivity setting 5, with td on and autostim output current off on (B)(6) 2015.